Event description:
Patient had excessive bleeding from drains, 2 hours after mastectomy surgery. Patient was taken back to operating room to stop bleeding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Generator still in use and facility not returning for investigation. (B)(4).